Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had fallen many times and the stimulator wasn't helping their back with pain. Patient stated they went into the doctor and checked the implant, and they were told it was not working. Patient stated the battery and the lines are "broken". Agent asked patient what they meant by broken and patient stated they are not working. Agent documented reported information and attempted call back for missing information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that high impedances were seen, patient experienced a loss of stimulation. The implantable neurostimulator (ins) was not charged on the day of surgery. An external stimulator was connected to lead after disconnecting from device to ensure it was a lead issue. Connectivity check showed 14 of 16 contacts not functioning. Full impedance check was not done at this time. Patient reported multiple falls over the last few years but did not know exact dates. System was replaced and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt called back stating they had one doctor that put the ins in and then they had a whole bunch of falls since they were on pain medicine; the pt kept falling and it damaged the internal unit. The pt then had a new doctor who ordered x-rays and the pt did not know if they saw the x-rays yet since not much has been done yet, pt had started getting all this pain so they called their doctors office trying to figure out what to do but the pt did not think the doctor knew how much pain they were in. Pt said their ins device was malfunctioning for it had been broken and that the leads were broken; the paddle battery pack was working right and they had been in a lot of pain with it. It was stabbing them where the leads were in and the pt did not know if there was a way to turn the stimulator off because they had the controller and ins still charged with stimulation turned off but the stimulation was still jolting them. The pt did see a rep at the end of october, maybe a week to 10 days ago, who checked them and they thought two turned on and were on; the rep tried to get them to charge and work but it did not. When agent asked for event date they said it started on (B)(6) because they went to the ER since they could not move without excruciating pain. Pt noted they could move now but was still on muscle relaxers. The pt was trying to get into the doctors to get it taken out but it was taking so long. Pt wanted physician listings. During call pt turned stimulation back on for group a. Pt turned program 1 intensity down to 0 and program 2 intensity down to 0; then turned stimulation back off. Pt was still hurting from unexpected stimulation.